Event description:
It was reported that the pump would not turn on and a top case issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), . The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed impact damage to the top case and the right plunger case was cracked. Battery communication timeout found in pump event history log. During functional testing using the reported issue was able to be duplicated. The interconnect board not working as intended, failed to upload from base to top. Customer induced damage to the top case. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board and the top case.